Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited error e483. The issue was found during inspection for use of the device. There were no reports of patient harm.